Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/14/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample and it was determined that one sealed box of product code v7340 was received for evaluation. As per the visual inspection of the sample received, the box was observed crushed and with the film broken. The film was removed from the box and it was noted that a foil packet was not oriented correctly inside the box causes damaged at the box and film.the foil packet was examined to determine the damaged and only were observed wrinkles, no holes could be noted, and the sterile barrier was not compromised. The packaging damaged defect observed during the visual assessment has been correlated to the manufacturing process. Based on the information currently available, the packaging damaged was identified during the investigation of the sample received. This product issue will be addressed through quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number rcmksx and no non-conformances related to the reported complaint condition were identified investigation summary: visual analysis of the two pictures received for evaluation and it was determined that sealed boxes with damaged /crushed of product code v7340d could be observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information was requested and the following was obtained: does the packaging has any hole, tear, or puncture that compromises sterility? The package-foil is slightly torn. It looks like, that the package machine wanted to introduce another peace of suture and this got stuck half way. Any open or incomplete seal? It looks like that the last peace of suture has no content. Sales rep didn't want to open the package so you get the chance to inspect it. Please provide status of product return: it is almost on the way to local bq side

Event description:
It was reported that on an unknown date, it was noted that the suture packaging looked crushed. The package-foil was slightly torn. There was no patient procedure involved. There were no adverse patient consequences.